Event description:
Pt required surgery to remove trapezium implant.

Manufacturer narrative:
The surgeon performed and removed the trapezium implant and a lrti procedure was completed. The implant was returned for eval. This is the first reported event where the suture had failed post-operatively.